Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report (per) form that this patient was presented back to the electrophysiology (ep) laboratory for a scheduled system explant due to infection on (B)(6) 2016 . The pocket was infected with involvment to the xyphoid incision. The infection was not responsive to medical treatment. Sepsis was confirmed . The patient was identified as a high risk for sepsis. The device and electrode were extracted without further issues.